Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's dbs programmer displayed the "replace generator soon" message. The generator log was assessed and it indicated the ipg battery was ok. The message was prematurely displayed. However, in order to prioritize the patient's care, the physician decided to replace the ipg.